Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was this the 1st firing of device? Yes. What was used to open the jaws? The jaws were forcibly opened after the blood vessel was clamped with a bulldog clamp. However, we do not know what had been used to open the jaws. What other cartridges were used in the procedure? No information. What was the staple formation like prior to the stoppage? No information. Was the conversion from laparoscopic to hand-assisted performed just to remove the kidney or due to issue with device? The small incision was scheduled to remove the kidney prior to the operation. Were any clips used in the vicinity of firing? No information. What is the current patient status? No problem the analysis results found that the atw35 device was received with the firing, clamping mechanism damaged and with a tr35w cartridge reload present. In addition the handle shrouds were noted to be slightly separated making the device non-functional. The reload was received partially fired 1/4 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail and the shrouds to become separated, it is possible that the device was attempted to fire on ticker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a laparoscopic nephrectomy, the firing stopped on the way of first firing on the renal artery. The jaws were forcibly opened after the artery was clamped with a bulldog clamp. The target tissue was stiff for calcification. The closing force was higher than expected before the firing. Oozing occurred. The amount of the oozing was unknown. Blood transfusion was not required. A ligation was performed to stop the oozing. The procedure was converted from a laparoscopic procedure to a semi-open procedure to remove the kidney. There were no adverse consequences to the patient.